Manufacturer narrative:
Though still under investigation, varian has determined that an MDR is appropriate, as this possible malfunction, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reports that they had a pt on the table ready to treat. They moded up the first field, which calls for a gantry angle of 264 and a wedge. They noticed that the machine went instead to gantry angle 92 and they hadn't yet put the wedge in, and the 4ditc did not highlight either of these items in orange, so they felt that the 4dtic was going to allow them to treat with the wrong values. There was no misadministration or serious injury reported associated with this event.